Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5113912). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of lung cancer and removal of most parts of lung due to surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.